Manufacturer narrative:
The pressure regulating balloon, occlusive cuff, and a control pump were returned for analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. A labeling review identified that urinary incontinence, urethral erosion, and atrophy are included as potential adverse events in the product labeling. Based on the investigation results, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that patient experienced urinary incontinence due to erosion and atrophy of the urethra. Artificial urinary sphincter (aus) device was explanted and replaced. Allegation confirmed via product analysis.

Event description:
It was reported that patient experienced urinary incontinence due to erosion and atrophy of the urethra. Artificial urinary sphincter (aus) device was explanted and replaced.